Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 0bv2g65 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control results in the meter's memory.

Manufacturer narrative:
The customer stated that she applied the control solution directly from the tip of the bottle to the test strips. As per the contour next control solution user guide, "do not apply control solution to your fingertip or to the test strip directly from the bottle." The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's age and weight were not provided.

Event description:
The customer reported that she ran a control test and obtained a reading of 177 mg/dl at 6:17 a.m. With the contour next ez meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.